Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Technical services (ts) was contacted, and ts discussed the episode with the physician. The ICD system remains in service. No adverse patient effects were reported.